Event description:
It was reported that the vns patient has been experiencing an increase in nocturnal seizure frequency. There had been no medication changes since the patient's last appointment which occurred on (B)(6) 2009. The patient's mother noted that swiping the magnet has not been as effective in bringing the patient out of the seizure as it had in the past. The physician indicates that the increase in seizure frequency is believed to be due to the pulse generator nearing end of service. However, upon interrogation at the patient's most recent office visit, the device was showing that it was not at end of service, and the elective replacement indicator (eri flag) was still set to no. As intervention, the physician prescribed an increase in the patient's AED medication to help with the seizures. The patient was subsequently referred to a surgeon to have the generator replaced. Surgery subsequently occurred, and good faith attempts to obtain the explanted generator for analysis are underway. In addition, good faith attempts to obtain additional information from the treating physician are also underway.